Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. It was reported that the patient presented in the ER with back pain. A CT revealed that the left common iliac aneurysm has expanded with the iliac extension retracted back into the sac of the iliac aneurysm. The patient was brought to the or and an angiogram was performed. The left iliac limb was about 2cm from the external iliac. There was a distal type I endoleak feeding into the iliac aneurysm extending into the abdominal aortic aneurysm. The physician was able to wire the limb and an endurant ii 16x10x124 iliac limb was placed extending 3-4 cm into the external iliac. The limb was ballooned and another angiogram was performed confirming the event had resolved. The physician stated that the cause of the events was due to continued iliac growth and aortic remodeling. No additional clinical sequelae were reported and the patient is fine.